Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# v008508. Implanted: (B)(6) 2006, explanted: (B)(6) 2009 product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 13-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an old fragment not of a lead not hooked up to a battery. The patient has had multiple devices. The healthcare provider (hcp) is referring the patient to a neurosurgeon to see if the patient wants it removed. Additional information was received from a patient via a manufacturer representative (rep). The rep reported that the only harm of the lead being left behind, was the patient's inability to get an MRI. The patient was asked what the cause of the lead fragment being left implanted was and what most likely caused or contributed to the issue, but it was unknown. The device was replaced. In reviewing the x-ray, it appeared the broken lead was froma 2006 system. They removed the replaced device 100% and successfully replaced it. The doctor was referring the patient to a neurosurgeon to discuss removal. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that surgery for removal had not been scheduled yet. The rep noted they would let them known when it was scheduled. The estimation of the 2006 lead was based on reviewing x-rays with the patient's doctor and they were fairly confident the lead fragment was from the 2006 lead.

Manufacturer narrative:
B3: correction: (B)(6) 2009. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# v008508 serial# implanted: (B)(6) 2006,explanted: (B)(6) 2009,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). In response to the inquiry for what the date of the removal surgery for the lead fragment from the 2006 implant/2009 implant was going to be, the health care professional (hcp) replied ¿not known,¿ and indicated that the current status of the device was ¿still in-use.¿ no further complications were reported at this time.